Event description:
Portacath being removed due to malfunction when the port on the catheter was removed, the catheter was not attached to it. The catheter slipped inside the patient. Originally received information that no intervention in patient care - received report on 8-31-93 that this catheter was removed by an invasive radiological procedure.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded. The device was destroyed/disposed of.